Event description:
Two perclose devices were attempted to be deployed by the surgeon in the femoral artery of the patient and both misfired/did not deploy correctly. Both devices were from the same lot.